Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received indicated the patient's ipg was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ceased charging her ipg for an extended period of time and consequently the ipg is no longer able to communicate with external devices. The sjm representative met with the patient and confirmed the issue. Surgical intervention may take place at a later date as the next course of action.